Event description:
Customer reportedly received results of 256 mg/dl and 119 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.